Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and 6 tachy shocks due to what appears to be an episode of atrial or sinus driven arrhythmia with supra ventricular tachycardia (svt). The delivered shocks are likely to be considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. Therapy was exhausted. This device remains in service. No adverse patient effects were reported.